Event description:
Medtronic received a report that a solitaire failed to detach. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right posterior communicating artery aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 5.78 mm and neck width 4.2 mm. Landing zone (artery size): distal 3.88 mm and proximal 4.01 mm. The patient's blood flow was normal and vessel tortuosity was moderate. The surgeon used stent-assisted coil embolization of the aneurysm during the surgery. After the ab stent was in place, the stent failed to detached normally after normal anchoring deployment. During this period, checked the line and tried again, but still couldn't detach. After replacement, it was completed successfully. The physician made 3 attempts to detach the stent with the detachment box (2-3 minutes each). No stroke occurred. The condition of the detachment box was re-use. There was no damage to the detachment box. The catheter tip was located about 1 mm from the detachment zone during the detachment attempt. The detachment zone was not up against the vessel wall. A standard needle was used during the detachment at the patient¿s shoulder. The needle was in the muscle. The physician used a new battery during the detachment. The detachment box was displayed as indicated in the IFU. The black cable was connected to the needle. The red cable was connected to the pusher wire. The pushwire was on a dry, clean surface. There were no patient symptoms or complications associated with this event. MDR decision corrected to not reportable. The device is not marketed nor similar to any device marketed in the us. No additional supplemental reports are required.

Manufacturer narrative:
***MDR decision corrected to not reportable. The solitaire ab device is not marketed, nor similar to any device marketed in the us. No additional supplemental reports are required.*** medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire failed to detach. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right posterior communicating artery aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 5.78 mm and neck width 4.2 mm. Landing zone (artery size): distal 3.88 mm and proximal 4.01 mm. The patient's blood flow was normal and vessel tortuosity was moderate. The surgeon used stent-assisted coil embolization of the aneurysm during the surgery. After the ab stent was in place, the stent failed to detached normally after normal anchoring deployment. During this period, checked the line and tried again, but still couldn't detach. After replacement, it was completed successfully. The physician made 3 attempts to detach the stent with the detachment box (2-3 minutes each). No stroke occurred. The condition of the detachment box was re-use. There was no damage to the detachment box. The catheter tip was located about 1 mm from the detachment zone during the detachment attempt. The detachment zone was not up against the vessel wall. A standard needle was used during the detachment at the patient¿s shoulder. The needle was in the muscle. The physician used a new battery during the detachment. The detachment box was displayed as indicated in the IFU. The black cable was connected to the needle. The red cable was connected to the pusher wire. The pushwire was on a dry, clean surface. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.